Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. The device was successfully removed via utilizing the access ports and safety release, but one of the wings was detached from the distal retaining ring due to counter-traction and assertive pull; however, a broken wing remained securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can damage the wings and interfere with the device removal. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported difficult device removal after clip deployment. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed resistance was met while retracting the locator wings. It was felt the locator wings got caught in the tissue tract. Pressure was held while force (manipulation) was applied to the device and in accordance with the instructions for use, the access ports were used to facilitate device removal. The clip from the starclose se device achieved hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.